Event description:
Flotrak tubing set did not have blue pull "tail" on transducer used to flush system. Set primed and ready to hook up to patient- new set then primed with intact tubing and used. Patient: [redacted name]. Mr: [redacted number].